Event description:
No osseointegration, no thread tap used, primary stability not achieved, implant was completely covered by bone, inadequate bone quality/quantity, bone resorption, pain. Buccal bone resorption of narrow edentulous mandibular ridge in #23 area.